Event description:
The device was used during an anterior resection procedure. Reportedly, the safety would not release. The surgeon removed the device and applied another one. The same condition occurred. Upon removal of the second instrument, the tissue was damaged. The surgeon resected the damaged tissue and applied another instrument to complete the procedure.